Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): a visual examination revealed that the working length of the tome device was bent. The tome working length was bent approximately 40cm from the distal tip. Additionally, the distal tip with exposed cut wire was severely bent. The guidewire was found to be stuck in the tome guidewire lumen. However, the two devices were able to be separated using excess force. A functional evaluation was performed by inserting a 0.035" jag guidewire through the guidewire port and advancing it through the lumen. After the initial advancement, the guidewire became difficult to advance due to the bent working length. The condition of the returned incident device was consistent with the complaint that the guidewire became stuck in the tome guidewire lumen. During the evaluation, the tome working length was found to be bent which led to difficulty advancing the guidewire. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the bent working length is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the guidewire stuck in the tome and could not be removed. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; "the working length and distal tip with exposed cut wire was bent."